Event description:
The patient contacted animas on (B)(6) 2012, alleging blood glucose (bg) excursions between 42 mg/dl to 540 mg/dl without symptoms of hypo or hyperglycemia. At the time of the call, the patient reported her bg was 166 mg/dl. The patient stated she was in the hospital for surgery on her toe related to her diabetes. The patient stated she was not suppose to eat after midnight the night prior to her surgery, but she ate cookies and covered for the intake with insulin. The patient states she awoke at approximately 5:00 am, with bg of 364 mg/dl and stated she did not take a correction bolus of insulin for this as she thought the correction bolus would be done by the hospital personnel once she arrived for her surgery. The patient states she arrived at the hospital at approximately 7:15 am, with a bg of 451 mg/dl. The patient stated that she did administer a correction bolus of insulin at that time; however, on review of the pump history, animas customer technical support (acts) discovered that a bolus was not given at that time as the patient claimed. The anesthesiologist reportedly did not want to proceed with the surgical procedure on the patient while her bg was elevated at 451 mg/dl. The patient's healthcare provider was contacted and reportedly ordered an IV insulin drip for the patient. The patient reported that her bg came down to normal range on the insulin drip and she proceeded with the surgery. Review of the pump history revealed that the patient continued to use the insulin pump for insulin delivery and did not suspend insulin delivery via the pump while on the IV insulin drip. This complaint is being reported because the patient's experienced bg excursions as a result of negligence in providing herself with insulin coverage for elevated bg and not discontinuing insulin pump therapy while receiving IV insulin. There was no allegation of a pump malfunction and no evidence of a malfunction during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/24/2013 with the following findings: during investigation, the pump history was reviewed and showed that the last basal delivery and the last bolus were recorded on (B)(6) 2013. The total daily doses added up correctly to reflect the user¿s programmed basal rates. There were no alarms related to the complaint in the black box or alarm history; only typical usage was observed. During testing,10 unit audio and 10 unit normal bolus were successfully performed and accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The pump successfully passed a 29 hour flow accuracy test was found to be delivering within the specified range. The complaint could not be duplicated during the investigation and there was no defect found.